Manufacturer narrative:
The device was evaluated by ventec where the reported issue of it rebooting by itself was confirmed. Ventec replaced the internal flow transducer (ift) to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issue was the ift.

Event description:
It was reported to ventec that the device needed service. Upon evaluation of the device, ventec observed the device rebooted unexpectedly. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
Corrected information for supplemental medwatch 001 -- section h6, component code, of the initial medwatch report stated: 522 (transducer) section h6, component code, of the initial medwatch report should have stated 423 (cable, electrical). Section h11, additional manufacturer narrative, of the initial medwatch report stated: h6: the device was evaluated by ventec where the reported issue of it rebooting by itself was confirmed. Ventec replaced the internal flow transducer (ift) to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issue was the ift. Section h11, additional manufacturer narrative, of the initial medwatch report should have stated: h6: the device was evaluated by ventec where the reported issue of it rebooting by itself was confirmed. Ventec opened the device in order to perform a visual inspection where it was observed that the internal flow transducer (ift) cable had become disconnected. Ventec then reseated the ift cable to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issue was that the ift cable was not fully seated.